Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple elevated blood glucose (bg) levels of up to 400 (mg/dl) and ketones during the past 3 days. Customer changed the pump supplies and administered insulin injections to treat their bg levels. System check with tandem technical support indicated pump was performing as intended. Recommendation was made to changed pump supplies as it was the second day of use, and recommendation was made to consult with health care provider to discuss diabetes management.